Event description:
It was reported that prior to a priming bolus of the catheter volume it was noted that the incorrect catheter model number and volume were programmed. The correct catheter information was reprogrammed prior to administering the priming bolus. No pt symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported: device registration system indicates lioresal.